Manufacturer narrative:
G5:510(k)#: k102054. B4:12aug2021.

Manufacturer narrative:
G5:510(k)#: k102985. B4:12aug2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse reviewed the error logs, and the occurrence of the error code indicating a 24-volt failure was confirmed. The rse advised checking the power cord. If no problems are found with the cord, then the power supply may be required. The customer was also advised that parts have limited availability due to the device being at the end of life; the rse provided part ID for the power supply. The customer decided to retire the device, and it was removed from service. After troubleshooting, the customer decided to retire the device, there was no further investigation, and the root cause will not be determined.

Manufacturer narrative:
Upon further investigation, the issue occurred outside of clinical use and is not likely to cause or contribute to a death or serious inquiry. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had a re-start up countdown. The device was not in clinical use at the time of the event. There was no report of patient or user harm.